Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. And investigation has been initiated based upon the reported info.

Event description:
The clamp came loose while attached to the pt. The pt incurred a laceration. Add'l info was requested and on 22jan2015, the following was provided by the customer: on (B)(6) 2015, a (B)(6) female pt underwent craniotomy for tumor excision. Initially, the mayfield was placed on the pt while supine on the cart and then the pt was turned to the prone position onto the operating room table. The surgeon felt the mayfield 'give'. The surgeon then examined it closer and the pt's head started to fall. He caught it, but not before there was a laceration on the pt's scalp. The length of time the product was in use before the event occured was 2 minutes. Location and length of the laceration was unk. The laceration required staples. The mayfield was replaced stereotaxy device was not used at the time of positioning. Mayfield adult disposable skull pins (a1083) were used. Lot number of the skull pins were unk. The skull pins were not available to be returned for eval.